Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging unknown inaccurate results. The patient claimed she compared the result to another meter and the subject meter read 40 points higher. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.